Manufacturer narrative:
This report is filed may 26, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to migration of the electrode array. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2016.